Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "staple jamming" while in use on a patient. A new stapler was used to complete the procedure. No patient harm or injury. The patient status is reported as "fine".